Manufacturer narrative:
The tandem t:slim pump user guide indicates that humalog insulin was tested and found to be safe for use in the t:slim pump for up to 48 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received two occlusion alarms. The customer's blood glucose (bg) level was 503 mg/dl and an insulin injection was used to address the high bg level. The next day ((B)(6) 2016) the customer was admitted to the hospital for diabetic ketoacidosis and was treated with intravenous fluids and an insulin drip. The customer's bg level returned to target level. The customer was discharged on (B)(6) 2016 and was using insulin injections to manage diabetes. Reportedly, the customer had been using the cartridge for 3 days. During troubleshooting with tandem customer technical support (cts), the customer stated that after receiving the occlusion alarm, the tubing was disconnected at the cartridge luer-lock and the insulin was blown out of the luer-lock in an attempt to clear the occlusion. Cts informed the customer that air may have been introduced into the tubing and may have contributed to the high bg issues.